Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during and unspecified treatment procedure, a catheter shaft break occurred. Vascular access was gained via the femoral artery. The target lesion was located in a moderately tortuous right coronary artery. A 5f convey guide catheter engaged in the target lesion. A proximal kink occurred as the physician torqued the catheter. Resistance was encountered as the convey catheter was being withdrawn and the catheter shaft separated on the proximal location of the catheter. The hub and proximal segment of the catheter detached outside the patient and the distal end remained inside the patient. The detached shaft was successfully snared from the patient. The procedure was not completed due to another reason. No further patient complications were reported and patient's status is stable.